Event description:
The surgeon was using the instrument and met with resistance. The handle also locked. The handle was pulled out and the jaws were broken as was a small portion of the blade. All pieces are believed to be accounted for. Radiology studies done to confirm.what was the original intended procedure?laparscopic oophorectomy.